Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had been receiving itb therapy since 2003. He was initially implanted with the previous pump for 7 years. On (B) (6) 2010, the pump reached end of life and was replaced with a new pump. The patient's previous daily dose of baclofen was 200 mcg/day. The patient reported no relief of spasticity after the pump was replaced. On (B) (6) 2010, the drug dose was gradually increased to 400 mcg/ml . The hcp suspected a problem with the catheter. He, therefore, performed an intraoperative catheter revision on (B) (6) 2010; "no findings". The patient seemed to improve until 3 days after the revision when the patient experienced new clinical worsening of spasticity. On (B) (6) 2010, the catheter was purged with saline infusion directly through the catheter access port. As a consequence, the patient was admitted into the intensive care unit with symptoms of baclofen overdose. The hcp changed the pump reservoir concentration from 2000 mcg/ml to 660 mcg/ml, and reinitiated itb therapy until reaching 500 ug/day, with no clinical efficacy. On (B) (6) 2010, the pump and catheter were explanted. At explant of the pump, they found an infection at the pump pocket. The patient experienced worsening of spasticity after device explantation. The patient was hospitalized for over 1 month. At the time of the report, the patient was receiving antibiotic treatment and once the infection was resolved he will be re-implanted with a new pump.